Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator wire of the subject device was broken when it was raised the forceps elevator during the endoscopic retrograde cholangiopancreatography (ercp) procedure. The user changed the subject device to another endoscope and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the reports, omsc surmised that the reported phenomenon was attributed to the metal fatigue fracture due to repeatedly stress being applied to the subject device. If additional information becomes available, this report will be supplemented.